Event description:
The customer contacted physio-control to report that the display in their device was distorted. The customer replaced the display but that did not resolve the issue. There was no patient use associated with the reported event. Upon evaluation of the device, physio-control observed the device reset continuously. This occurred only once during testing. In this state, the device would be inoperable and defibrillation therapy would not be available if needed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported failure. Physio-control replaced the system controller and user interface pcb assemblies. Thereafter proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system controller and user interface pcb assemblies. It was determined that the cause of the reported failure was the user interface pcb assembly. Component level cause could not be determined.